Event description:
The customer alleged no audible alarm during power-up. The customer's biomed dept verified the non-audible alarm and replaced the audio alarm assembly. The unit passed extended self testing. The customer disassembled and cut the malfunctioning alarm assembly into pieces and then threw the part away. No failure investigation can be conducted on the alarm assembly. The vent is now back in service with no further anomalies at this time.